Manufacturer narrative:
Analysis of historical records (information already provided) orthofix srl checked the internal records related to the controls made on the (B)(4) lot f59 before the market release. No anomalies have been found. The original lot, manufactured in november 2013, was (B)(4). According to orthofix srl historical records, this is the first complaint notified from this specific device lot technical evaluation on july 16, 2015 orthofix srl received two handles, one handle lot f45, one handle f59. As it was not possible to determine which device was involved in this event, both handles were investigated by orthofix srl quality engineering department. The devices were subjected to visual and dimensional check as per orthofix srl design and product specifications. The visual and dimensional checks did not evidence any anomalies. The functional check confirmed that both devices meet the specifications; the distal targeting is achieved in the middle of the hole, as expected. Please consider that in order to allow dynamisation through the oblong hole, the design of the handle and the nails used with this handle, expects that the position of the distal screw has to be in the middle of the oblong hole. In this case both devices met the specifications. Orthofix failure analysis concluded that the complained devices still work properly. (Please also kindly refer to MFR report number 9680825-2015-00022 follow up 2). Medical evaluation the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluation. "Regarding this case, we have the following information: the complaint arose because a patient's post operative x-ray after fixation with converging cephalic screws showed that there was still a fracture gap but that the distal locking screw was at the proximal end of the distal oval hole, so no further dynamisation is possible. Dr. (B)(6) found that his instruments inserted the distal screw into the middle of the dynamic hole in one case and towards the proximal end in the other. The technical analysis confirmed that the two handles were performing to specification, with the drill bit in the middle of the distal oval hole. My comment was that a locking screw should be in the distal end of a dynamic locking hole in the nail, to allow use of the full length of the hole for dynamisation. The reasons why the distal locking screw was apparently being guided towards the proximal part of the oval hole are not clear, but the tolerance to allow this to happen is very small. It may be partially implant related, and is certainly partly due to the design of the system. The fracture in the x-ray [?]veronail dynamic hole.jpg.pdf' is distracted. I think that the traction should have been released before the distal locking screw was inserted. The fracture may have compressed a bit, but was too distracted to compress completely. I therefore think that this situation arose partly due to the design of the implant (position of locking screw in dynamic hole), and partly due to the operative technique on the day. As the surgeon says, the effect on fracture healing is not measurable, so it is impossible to say what effect this situation will have." Final comments the results of the technical evaluation confirmed that the returned devices still works properly. The medical evaluation evidenced as follows: "I therefore think that this situation arose partly due to the design of the implant (position of locking screw in dynamic hole), and partly due to the operative technique on the day. Based on the results of the technical evaluation, which confirmed that the returned devices still work properly, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the event occurred may be attributable to a combination of device design and operative technique. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: hospital (B)(6); surgeon name: dr. (B)(6); surgery description: fracture treatment; problem observed during: clinical use on patient / intraoperative; type of problem: device functional problem / clinical (patient) problem; event description: in the distal locking procedure via the aiming arm the slot is taken very proximal. The dynamisation of the fracture is not possible. The complaint report form indicates: the device failure did not cause adverse effects to patient -not measurable; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure copies of the operative reports are not available; copies of the xrays images are available. Information on patient current health condition: ok. On (B)(6) 2015, orthofix srl received a revised complaint report form which made reference to two devices (batch (B)(4)). Please also kindly refer to MFR report 9680825-2015-00022 follow up 2. (B)(4).

Manufacturer narrative:
The info made available on the case was sent to our medical eval. The returned devices, received on july 16, 2015 were sent to orthofix (B)(4) quality engineering department. Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 17915, lot f59 before the market release. No anomalies have been found. The original lot, manufactured in november 2013, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. Technical eval: on july 16, 2015, orthofix (B)(4) received two handles, one handle lot f45, one handle f59. As it was not possible to determine which device was involved in this event, both handles will be investigated. The technical eval on the returned devices is currently on going. Medical eval: the info made available on the case was sent to our medical evaluator. A preliminary medical eval was performed and will be finalized once the results of the technical eval will be available. As soon as the results of the technical eval are available, orthofix (B)(4) will provide you with a f/u report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The info provided by the local distributor indicates: hospital name: hospital (B)(6); surgeon name: dr. (B)(6); surgery description: fracture treatment; problem observed during: clinical use on pt / intraoperative; type of problem: device functional problem / clinical (patient) problem; event description: in the distal locking procedure via the aiming arm the slot is taken very proximal. The dynamisation of the fracture is not possible. The complaint report from indicates: the device failure did not cause adverse effects to pt - not measurable. The surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; copies of the operative reports are not available; copies of the xrays images are available; info on pt current health condition: ok. On (B)(6) 2015, orthofix (B)(4) received a revised complaint report form which made reference to two devices (batch f45 and f59). Please reference number: (B)(4). Distributor ref # (B)(4).